Event description:
Per the clinic, the patient experienced an abscess and infection at implant site, resulting in the extrusion of the implant (specific date not reported). The patient was treated with oral and IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.